Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and pump error alarm due to the force sensor flex cable incompletely plugged in. The insulin pump was unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Pump was received with scratched case and pillowing keypad overlay.

Event description:
The customer reported via phone call that they experienced critical pump error alarm. The customer's blood glucose value was unknown. The customer reported that they experienced critical pump error on the pump screen. Troubleshooting was performed. The product was returned for analysis.